Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control observed that cable-mounted plug connector, designator p22, of the transfer relay assembly, was not properly locked into place on pcb-mounted jack connector, designator j22, of the therapy pcb assembly. After reseating the connector, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed the user test. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would not deliver defibrillation therapy.